Event description:
During pt's extracorporeal photopheresis (ecp) treatment on therakos cellex machine, nurse inadvertently reversed saline and anticoagulant IV lines during set-up. A second check of the set-up by another nurse did not detect the error. Subsequently, the assigned nurse noted clumping in return bag and volume in return bag was not decreasing as expected. IV line reversal error discovered and ecp treatment immediately discontinued. Pt unable to receive ecp treatment that day. Of note, the anticoagulant IV bag spike and saline IV bag spike are both white in color. The anticoagulant IV tubing has a thin green line of color applied externally. It is not a strong color differentiation when in proximity to the clear saline tubing nor is the green color consistent with industry standards, e.g. Orange color identifies anticoagulants.